Manufacturer narrative:
(B)(4). Country of event occured in: (B)(6). Product review results relayed "the product and packaging was inspected and the complaint was confirmed. The hip stem product had breached both the inner pouch and outer tray and both did not maintain their integrity as sterile barriers. An extreme distribution event caused this type of damage as it was not seen during the packaging performance validation, "standard hip stem packaging validation report" which is based on worse case simulated distribution. DHR was reviewed and no discrepancies were found. Review of complaint history found no additional issues reported for this part. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon opening outer carton, it was found that the implant pierced sterile barrier (tyvek tray). This was discovered in preparation prior to the procedure.